Event description:
International customer reported that a patient presented with a wound dehiscence approximately 35 days following c-section. The patient was returned to surgery for repair. The surgeon opines that the suture pre-absorbed.

Manufacturer narrative:
Date sent to the FDA: 08/17/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.